Event description:
It was reported that a malfunction alarm occurred. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level above 600 mg/dl and experienced seizures. Customer was treated with intravenous fluids of saline and insulin, as well as "seizure medication". The customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.